Event description:
Confirmation was received that the patient experienced a peripheral micro tear during phacoemulsification which was prior to introduction of the device. The capsule tore further during device implantation. The surgeons confirmed their opinion of the likely cause of the event as peripheral micro tear during phacoemulsification.

Manufacturer narrative:
As the adverse event occurred prior to introduction of the device, this event has been deemed unrelated to the device. The event no longer meets reportability requirements.

Manufacturer narrative:
Device was not returned for evaluation. A lot number was not provided; therefore a device history record review (DHR) could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that the iol tore through the bag during implantation. The iol was removed and an unknown three piece iol was inserted. The surgery was phacoemulsification only and was not complicated in anyway. It was reported orientation of the lens did not change. The iol was confirmed to be clear and free of debris and deposits. The patient did not notice a decrease in their vision. The physician reported the outcome is expected to be ''good''.